Manufacturer narrative:
A visual examination of the hemostat revealed one prong to have been broken off adjacent to the hinge. The broken prong was not returned. The fracture surfaces presented no voids in the material or other casting imperfections. It was noted that the condition of the returned unit was consistent with the complaint incident that the hemostat broke. Per the event information, the issue was noted during the procedure and inside the patient. Therefore, the most probable root cause is "operational context." A device history record (DHR) review was performed and revealed no issues related to the reported complaint.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the physician attempted to extend the fistula, the distal tip of the forceps broke. The procedure was completed with forceps from the facility. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the physician attempted to extend the fistula, the distal tip of the forceps broke. The procedure was completed with forceps from the facility. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.